Manufacturer narrative:
G4: 30oct2020. B4: 11nov2020. The touchscreen assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Resistance measurements was performed on the returned touchscreen assembly. Errors noted. The ul_lr and ur_ll resistance & resistance ratio were out of specification. Fault are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jul2020.

Event description:
The customer reported a failure in calibrating the touch panel occurred. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. A ventilator restart error was observed. The manufacturer¿s international service technician replaced the defective cpu (central processing unit) and touchscreen to address the reported problem. The unit successfully passed the required performance verification test.